Event description:
Utilizing a diamond - balloon that was used to dilate the common iliac artery lesion, a palmez stent was loaded out the balloon. After placement across the stenosis, the balloon would not inflate. The balloon stent and sheath were removed from the vessel, but the stent lodged in the subcutaneous fat and had to be surgically removed.